Manufacturer narrative:
Stryker product assessment center evaluated the customer's device and observed that the device would not deliver defibrillation energy. The cause of the reported issue was determined to be due to a disconnected red energy capacitor wire from the j17 spade connector. The customer the customer was provided with a replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not deliver shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.